Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and provide a correction to section g4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the information.

Event description:
It was reported the hf-resection electrode's distal tip of the loop was deformed from the beginning. This malfunction occurred during inspection for use. There were no reports of patient harm/involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.